Manufacturer narrative:
Based on the information provided, the root cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during da vinci-assisted pulmonary lobectomy surgical procedure, the patient experienced arrhythmia. The surgeon elected to convert to vats. At this time the root cause of the reported intraoperative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the patient experienced arrhythmia. It could not be stopped for about 15 minutes. It was uncertain if it would reappear, and the surgeon was concerned of using a defibrillator in the event the arrhythmia recurs. The surgeon elected to convert to vats (requiring more chest space in case if needed), and the procedure was completed successfully. Surgeon's comment: ¿it cannot be considered that the situation is caused by the robot. There was no arrhythmia in the preoperative diagnosis, but it is considered to be a patient-like predisposition. Because there was a huge uterine fibroid, and maybe because of that the abdominal pressure was rising, which may have happened in conjunction with the pneumothorax. Since we have already processed the pulmonary veins, it cannot be canceled so I spoke with the anesthesiologist and convert it to vats, which I am currently accustomed to and can handle emergency situations.¿ on 30-jul-2020 intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was reported that the patient was a female with history of fibroids and no history of arrhythmia. The procedure was on (B)(6) 2020 on system sk1537. It was confirmed that the pneumothorax was not a pathological pneumothorax, and more so part of the procedure and was not related to da vinci system. The arrhythmia experienced by the patient was due to increase abdominal pressure due to a huge uterine fibroid, and not related to the da vinci system. The site had confirmed the elected to convert was due to the arrhythmia was not caused or contributed by an isi system or device. There is a video recording available; however, it will not be available to isi for review.